Manufacturer narrative:
The device was returned for an evaluation. Ventec performed an evaluation of the customer's device but was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The device was replaced as a precaution.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.